Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels after changing the set. The customer's blood glucose level was 45 mg/dl. The customer ate cake and crackers and brought her levels up to 84 mg/dl. The customer reported shaking as a symptom. The customer stated that 50 units of insulin were unaccounted for. The customer performed the displacement test and the self-test and they both passed. The customer found a low battery alarm in the alarm history. The customer was to monitor their device and call back if problems persisted. Nothing was replaced or returned for analysis.